Manufacturer narrative:
One level 1 hotline low flow system was received with the enclosure dirty, scuffed and with a lot of label residue. The reservoir was stained and contaminated. The drain fitting and tube were missing, the pole clamp was damaged, the main block was dirty, the line cord was old and worn and the device contained an old style printed circuit board (pcb) and drain fitting. The tank was filled with water, the line cord was plugged and the power was switched on. The reported issue was able to be duplicated. There was a damaged connection on the power switch to the main board. The issue was customer induced and no action was taken to repair the device due to its age and condition.

Event description:
Information was received that a smiths medical level 1 hotline low flow system had no power; suspect broken switch connection. Incident occurred during testing.